Event description:
The account alleged that the head of the bed does not go up. No injury reported.

Manufacturer narrative:
The tech found the head valve solenoid was broken. The tech replaced the head valve solenoid to resolve the issue.